Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and revealed no issues that could have caused or contributed to the reported event. Functional testing, clear passage testing, and pressure testing were performed and no issues were observed. The reported issue could not be verified and the cause of the issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.